Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported pain; however, the initial reporting stated the products are not suspected of failing to meet specifications. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain.